Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the hospital for pocket stimulation. Upon interrogation the device exhibited high capture, the device was reprogrammed, muscle stimulation was resolved. The patient was stable and would be followed normally.